Event description:
It was reported the disposable leaked 5fu. All full dose of home infusion was missed. No patient injury reported.

Manufacturer narrative:
Device identification and protocol number are unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a device history record (DHR) could not be conducted.